Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump and motor error and then turned off. Customer¿s blood glucose level was 520 mg/dl. Other blood glucose value mentioned was 155 mg/dl. The customer reported that they experienced symptoms of high blood glucose level such as nausea and vomiting. Drive support cap was normal. Insulin pump had a crack in the battery compartment. Customer declined troubleshooting for low battery alarm before the pump turns off. The insulin pump will be returned for analysis.